Event description:
Unspecified low glucose scan issues were reported while using the adc device compared to the built in meter. As a result, while the customer was in the hospital for an unrelated device issue, the customer was treated with sugaring (3) by a nurse it no comparison blood glucose test performed. The customer was then provided an unspecified dose of rapid insulin by the nurse. No seizure or loss of consciousness was reported. There was no report of death or permanent injury associated with this event. Sensor readings of 214 mg/dl was obtained compared to built-in meter result of 40 mg/dl, however it is unknown if these values were obtained at the time of the medical event. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Unspecified low glucose scan issues were reported while using the adc device compared to the built in meter. As a result, while the customer was in the hospital for an unrelated device issue, the customer was treated with sugaring (3) by a nurse it no comparison blood glucose test performed. The customer was then provided an unspecified dose of rapid insulin by the nurse. No seizure or loss of consciousness was reported. There was no report of death or permanent injury associated with this event. Sensor readings of 214 mg/dl was obtained compared to built-in meter result of 40 mg/dl, however it is unknown if these values were obtained at the time of the medical event. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.